Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on 02mar2020. An investigation was conducted on 18mar2020. A visual inspection was conducted as well as a photographic inspection. There were signs of clinical use on the returned devices but no evidence of blood observed on the devices. The loading, delivery device and seal and tension spring assembly were returned as well as the aortic cutter (as a companion device). The safety lock on the aortic cutter was observed to have remained engaged with the actuation button not depressed, with no visual defects observed. The white plunger on the delivery device was not depressed and the blue slide lock engaged. The seal and tension spring assembly remained inside the delivery device indicating a loading problem. The seal was removed from the delivery device and evaluated for cracks/delamination. A crack was observed on the outer ring of the seal during the visual evaluation, as well as observed in the photographs during the photographic inspection. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.195 in., the outer diameter was measured at 0.210 in (mcv00004217). The length of the delivery tube was measured at 2.51 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the seal, the reported failure mode "crack" was confirmed with an analyzed failure "fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after checking the seal before inserting aorta into the normally-dealed dealing handle, it was found that there was a gap in the seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after checking the seal before inserting aorta into the normally-dealed dealing handle, it was found that there was a gap in the seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.